Event description:
Hemodialysis filter and lines set up per protocol. Hemodialysis initiated. "Blood leak" alarm sounded when blood began to enter filter. Hemodialysis stopped blood leak protocol followed. Diagnosis: chronic kidney disease and hemodialysis dependent. Event abated after use stopped: yes. Used different dialyser on (B) (6) 2009 with lot# 09au04027.